Manufacturer narrative:
B5: describe event or problem was updated to reflect additional information. H6: annex a code was added to reflect additional information.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all planned stent grafts were implanted, angiography showed a small amount of type ii endoleak, but the endoleak was not treated and decided to be monitor. The patient tolerated the procedure. (This event is captured in (B)(4)). On an unknown date, follow-up CT revealed endoleak and aneurysmal enlargement. The endoleak was suspected to be a proximal type I endoleak. Also, migration of the proximal greater curvature side of the trunk - ipsilateral leg endoprosthesis to the distal side was suspected. On (B)(6) 2025, a reintervention was performed. During the reintervention, a proximal type I endoleak was identified by angiography. An additional stent graft was implanted proximally. On an unknown date in 2025 (after the reintervention on january 15), during a follow-up, an endoleak was confirmed at the same location as before. The radiologist noted a suspected type iiib endoleak. A hole in the proximal part of the trunk - ipsilateral leg endoprosthesis was suspected. The possibilities are reported that at the time of the reintervention, there was already a type iiib endoleak in addition to the proximal type I endoleak and only the type iiib endoleak remained after the reintervention, or that only the type iiib endoleak had originally occurred. On (B)(6) 2025, reintervention was performed again. Additional stent grafts were implanted for the type iiib endoleak, re-lining from the proximal to the distal part. On an unknown date in 2025 (after the reintervention on (B)(6), probably in (B)(6)), during a follow-up, angiography showed an endoleak was confirmed at the same location as before. It is being monitored. The physician reportedly stated as follows: it is unclear whether it is a type iii endleak, and if a small amount of type ia endleak also present. We will not know until we open the abdomen. The patient will be monitored first and we will discuss the treatment in the future as appropriately.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records indicated the lot met pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), possible defects and adverse events include: component migration, endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On an unknown date, follow-up CT revealed endoleak and aneurysmal enlargement. The endoleak was suspected to be a proximal type I endoleak. Also, migration of the proximal greater curvature side of the trunk - ipsilateral leg endoprosthesis to the distal side was suspected. On (B)(6) 2025, a reintervention was performed. During the reintervention, a proximal type I endoleak was identified by angiography. An additional stent graft was implanted proximally. The physician reportedly stated as follows: it is thought that the proximal part of the trunk - ipsilateral leg endoprosthesis could not be implanted from just below the right renal artery (low renal artery) at the initial implantation.